Manufacturer narrative:
In the initial report clinical code 4581 was not described. H6- health effect - clinical code 4581: striae. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with striae in the left eye (os), post treatment. A flap lift and stretch was performed os. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurry vision and foreign body sensation os. Patient reported symptoms are interfering with daily activities. Patient's symptoms resolved on (B)(6) 2021. Bcva from (B)(6) 2021: right eye pre-op 20/20 5.75 x .00 x 90; left eye pre-op 20/20 6.00 x -.50 x 157. On (B)(6) bcva was 20/50 secondary to flap microstriae.